Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the keypad buttons were found to be intermittently responding. None of the keypad buttons were found to have normal click or springback. The keypad button symbols were found to be worn off.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the keypad buttons were found to be intermittently responding. None of the keypad buttons were found to have normal click or springback. This report is being made based on the evaluation results.